Event description:
Customer reported on a bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: one capsule was returned to medtronic for evaluation. The delivery system was not returned for investigation. The capsule was investigated visually for external damage. The trocar needle was advanced and there were no signs of tissue or blood. As the product was received, the reported condition could not be confirmed without the delivery system. There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.

Event description:
A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or procedure itself that may have led to this event. An endoscopy was performed prior to the procedure and the patient had hernia. The device operator has been performing this procedure over three years. No known adverse events were reported.